Event description:
On (B)(6) 2023, I went to(B)(6), nm, for an MRI requested by (B)(6) rs, hms, my primary care physician. In my ears, the technician inserted two small plastic plug-type items that he said were for ear protection. These devices did not provide adequate protection from the extremely loud noises of the machine - analogous to being attacked with a sonic sledge hammer. As a result of being in the MRI machine for the duration of the procedure, I now have debilitating tinnitus in both ears and severe headaches behind the orbital part of my skull. I never had these symptoms before the MRI. My hearing, ability to sleep, and cognitive functions have been significantly diminished by this machine. When I called the doctor in charge, he said those ear plugs were FDA approved for use in the MRI, and therefore it was impossible that I could have experienced these results because the plugs were FDA-certified. He refused to acknowledge that I had any physical damage from this machine or the inadequacy of the ear plugs. Subsequently, I read a report about how 3m was recently ordered to pay billions of dollars to the federal government as a result of providing ear plugs for the military that looked similar to the ones he put in my ears, were also FDA-approved, but left tens of thousands of soldiers with damaged hearing. I'm concerned because the tinnitus and headaches are very debilitating and other patients are also suffering because (B)(6) regional hospital's technician refuses to address the issue with its MRI device. As far as I know, the MRI device is still installed in the hospital and perhaps the type of ear plugs the technician put in my ears are also available. The hospital has a photo of the MRI machine. (B)(6) regional medical center. It is not clear from your questions here exactly what kind of information you are seeking nor where it could be found. Reference report: mw5147616.